Event description:
It was reported that the customer was experiencing leaking from catheter's.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labelling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: directions for use: -attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon -remove foley catheter from wrap and lubricate catheter. -proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. -inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. -once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. -secure the foley catheter to the patient use the statlock foley stabilization device if provided. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was experiencing leaking from catheter's.